Event description:
The patient reported exposed and frayed wires with sparking at the power supply box. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The golden power supply was used for all subsequent testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data back-up was performed without errors using returned 4g gsm modem. Unit passed all system checks, and signal acquisition frequencies during diagnostic-testing using the golden power supply (reference test results provided). The cause of the problem was determined to be frayed wires leading from the power supply strain relief molding was confirmed.